Event description:
(B)(4) clinical study.it was reported that during a coronary artery stenting treatment procedure the patient experienced a vasospasm.the target lesion was located in the mid right coronary artery with 99% stenosis and was 32 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of 3.50 x 38 mm promus element plus study stent with 0% residual stenosis. Post procedure baseline core lab angiography revealed vessel spasm. Core lab comments note "sluggish flow through segment following pre-dilation. Vessel spasm in distal edge of stent during procedure". The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by manufacturer:the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).